Event description:
It was reported that a physician deployed a complete (se) self-expanding peripheral stent to treat a lesion in a patient. It was reported that issues were experienced when the delivery stent was being retracted once the stent was deployed; the delivery system was getting caught on the deployed stent. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed (device or procedural images not provided for review). Evaluation conclusion: unable to confirm complaint (device or procedural images not returned for evaluation). (B)(4).